Event description:
The consumer reported the thermometer was reading two degrees higher than her child's actual temperature. She had been using the thermometer on her child for two months and the unit was consistently showing a fever, which could not be confirmed at the doctors office. The consumer feels that due to the false positive reading from the unit, over the counter medications were administered unnecessarily. There have been no complications or lasting effects of the alleged inaccurate reading.